Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp) and multiple shock therapies. Boston scientific technical services (ts) indicated that rhythm looked like atrial tachycardia that was irregular and ventricular rate was more than the atrial rate. Pacemaker mediated tachycardia (pmt) episode was likely sinus tachycardia (st) as the post-ventricular atrial refractory period (pvarp) did not change rate. Additional information obtained from the field representative indicates that device was not reprogrammed but patient's medications were changed. The therapy was exhausted and that the rhythm was sinus tachycardia and not ventricular tachycardia. The patient was doing fine. No adverse patient effects were reported. The device still remains in service.